Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection showed the pump was in good condition with no appearance of any physical damaged. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. Force sensor test error was found at power up and unable to calibrate the force sensor. The plunger assembly was found badly molded inside as a result of fluid ingression. The root cause of the problem was caused by fluid ingression into the plunger head as a result of customer's improper use of the pump. Replaced the whole plunger assembly, plunger tube and plunger cable. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. D4 (UDI) was unknown. No product information has been provided to date.

Event description:
It was reported that the pump exhibited force sensor test failure. No patient injury was reported.